Manufacturer narrative:
The insulin pump passed the displacement test, basic occlusion test, and prime test. The device had stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The motor position encoder error alarm confirmed in history file. No motion sensor test failure alarm noted. Unable to verify excessive no delivery alarm due to a motor error alarm at bolus delivery test. The insulin pump had a scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, and a scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm, motion sensor test failure alarm, motor position encoder error alarm, and motor error alarm. The blood glucose at the time of the incident was 245 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.